Event description:
Using the working channel of a side-viewing endoscope for a polypectomy procedure, an endoloop ligating device hooked to an endoscopic delivery tool was successfully placed around the base of a large polyp and then tightened for hemostasis purposes. Then the tool end of the endoloop could not be released from the delivery tool despite repeated attempts. The external handle of the tool was then cut off and the endoscope removed. A second endoscope was placed and an endoscopic suture scissors was introduced to the site to cut the loop loose from the tool, but still leave it in place around the polyp. This did not work because of the difficult location and the sturdy, monofilament nature of the endoloop. Next, the probe of an argon beam coagulator was deployed to the site and the loop was cut using short bursts of energy. The polypectomy was then successfully completed. The patient later developed complications including bile peritonitis and required follow-up exploratory laparotomy.